Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software analysis was initiated as part of the investigation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: pn: 9735740, UDI: unk, ln: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the 2d analog c-arm philips did not automatically trigger image acquisition. This was observed in-house. The engineering analysis suggested that when acquiring images from an analog philips c-arm, automatic image acquisition did not work. Instead, the user must use manual acquisition. This affects 2d fluoro and CT + fluoro spine procedures. There was no patient present when this issue was identified.